Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) before expected longevity. The device remains in use. No patient complications have been reported as a result of this event.